Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (redv4016) have been reported from the same facility in (B)(4).

Event description:
It was reported that during catheter placement, the connector was unable to be engaged firmly and would separate with just a gentle pull. No other information provided.